Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed that the fittings are not secured into the bulb. The devices were taken to the lab and tested. Water leaked from the ends of the bulbs when it was squeezed. This complaint can be confirmed. An nc was opened to track this failure ((B)(4) a DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further a review into the depuy synthes mitek complaints system revealed no other complaint for this lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the customer's gravity tube set was leaking fluid when squeezing the bulb from both ends during a shoulder scope. The case was completed with the device. There were no patient consequences or delays. The device is being returned. Additional information received from our affiliate via email on 08-10-2017. Qty of the lot: 12 cs. Expiry date (if applicable): 2018-08. Any anomalies or discrepancies in the manufacture of the lot: none. Additional information received from our affiliate via email on 08-11-2017. Date of release: 04/10. Additional information received from our affiliate via email on 08-24-2017. Simple starting the fluid through the tubing it would leak. When the surgeon squeezed the bulb the fluid came spurting out as well. The surgeon said that this has happened multiple times now too